Manufacturer narrative:
Internal report reference number: (B)(6). Adverse event report is being submitted due to customer contacting doctor due to symptoms. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-036: beep too low for user to hear. Note 1: manufacturer contacted customer in a follow-up call on 09-apr-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still having the frequent urination and dry mouth. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 10-apr-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still having the frequent urination and dry mouth. Daughter stated that customer was going to the doctor the following day. Note 3: manufacturer contacted customer in a follow-up call on 15-apr-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer stated the doctor had adjusted the customer's diet and medication. Note 4: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the true metrix meter showing all icons on the screen. Daughter is calling on behalf of the customer. The customer had taken the battery out then reinstalled it. Customer stated all icons were visible after inserting the strip into the meter, but no blood drop and he could not hear the beeping. The test strip lot manufacturer¿s expiration date is 07/17/2025; product storage and open vial date were not disclosed. The customer reported symptoms of dry mouth and frequent urination; medical attention was not needed at the time of the call.